Event description:
In 2008, an email was received from the pt's physician requesting technical assistance and mentioning the pt had elevated blood glucose readings. On 05/29/08 a company representative attempted to contact the pt and left a message for the pt. On follow up with the pt on the following month, the pt, who is pregnant, reported she was hospitalized for two days in original month, due to a blood glucose reading of 500 mg/dl with her recommended range being 90-130 mg/dl. She stated her symptom was dehydration and her readings were corrected by receiving insulin through an IV drip. She stated the hospital determined the issue was the result of "bad insulin." She said as soon as she began getting insulin at the hospital her blood glucose levels returned to her normal range. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.